Event description:
It was reported that there has been progressive damage of the active electrode array, which can be seen to have started in 2004. In 2007, all the active electrodes, are reported by the clinic, to have high impedances. It seems to be due to a progressive mechanical stress of the active electrode array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.